Event description:
Customer states: tubing leaks at end where it would connect to injection site. Drug delivered: desferyl. Intended rate and dose: 10 grams over 5 days at 1ml/hr.

Manufacturer narrative:
One (1) used admin set without lot number was returned to moog medical in (B)(4) for evaluation. The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the max plus valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the max plus valve (made by carefusion). Male luer lock that was supplied from carefusion does not meet specification.